Manufacturer narrative:
Device not received for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly, the seal tears which produced shavings into the pt's cavity. The hosp has reported no pt injury occurred.